Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the connection to the programmer was broken, the cable connector was damaged and corroded and it was additionally noted that the device was contaminated. The head was to be scrapped. (B)(4).

Event description:
It was reported that the connection to the programmer was broken. The radio frequency (rf) programmer head was returned. There was no patient involvement.